Event description:
It was reported that during a prostate procedure, the fiber would not vaporize, and the energy was coming out of the end of the fiber after 360,683j with 53 minutes. The case was completed with a second fiber. There was no patient injury due to the reported event.

Manufacturer narrative:
Analysis of the returned device did not identify signs of breaks/fractures at tip. The glass cap bevel edge and metal cap were not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and indication of slight melting on output window. The fiber was tested with hene laser fixture and found the aim beam was present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. The cause of the observed damages to the fiber are likely due to heat accumulation. However, the alleged event of ¿energy was coming out of the end of the fiber (forward firing)" could not be confirmed based on device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.